Manufacturer narrative:
This complaint was mistakenly reported and the MDR was submitted in error and should be considered cancelled.

Event description:
It was reported that 44 syringes solomed 5ml ll 22x1-1/4 w/sh sla had a loose plunger. The following information was provided by the initial reporter: "syringe with loose body. The customer reports that the plunger is loose and does not aspirate the medication. She also reports that is has been happening with this batch for more or less one week."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). It was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect were observed. The image and description provided by the customer for the batch were evaluated and it is possible observe plunger activated. The potential cause for the occurrence is a jam at assembly process, leading to the premature activation. Another potential root cause is a weakening at plunger molding causing the activation force low. Was performed the plunger activation force test at batch release and no deviation were observed for the complaint batch. Additionally, an improvement work is being carried out with the implementation of actions to contain the reported incident documented according to (B)(4). The incident reported from this complaint will be monitored for trend evaluation.

Event description:
It was reported that 44 syringes solomed 5ml ll 22x1-1/4 w/sh sla had a loose plunger. The following information was provided by the initial reporter: "syringe with loose body. The customer reports that the plunger is loose and does not aspirate the medication. She also reports that is has been happening with this batch for more or less one week."